Event description:
It was reported the trial pt was unable to increase the stimulation with the increase, amplitude button. It was reported no matter how hard the pt pressed, the button would not respond. A new mts was provided to the pt to complete the trial.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.